Event description:
The customer reported that the gastrointestinal videoscope had an approximately 5 cm dent at the distal end. The issue was identified during installation, and no patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.